Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00036 on 30-jan-2025. Additional information (06-mar-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) decontaminated the system and replaced the wash separation manifold, acid and base pumps, reagent probes 1 and 2, luminometer, vacuum regulator, and waste reservoir bottle tubing/cap. Siemens further evaluated the event and concluded that the issue with the vacuum caused the falsely elevated thcg result. Component and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the advia centaur xpt analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed total service visit, replaced the sample syringe assembly, and pinch valve tubing and verified the operation of the instrument. The customer ran samples. Then, the cse replaced aspirate probes 1, 2, 3, and 4, probe assembly, tubing, wash arounds, pinch valve assemblies, and syringe diluters. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the advia centaur xpt analyzer. The initial result was reported to the physician(s). The patient was redrawn, and the redrawn sample was processed on the original analyzer. On the subsequent day, the original sample was reprocessed on the original analyzer. The repeat results obtained from both samples were <1 miu/ml. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.